Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. Product event summary: the device was returned and analyzed. Analysis revealed analysis was performed and no anomalies were found. The returned device found a set screw with a rounded socket. (B)(4).

Event description:
It was reported that that there was a faulty header screw in the implantable cardioverter defibrillator (ICD) during an implant procedure. A lead was inserted into the header and the set screw was tightened. The blue band marker on the lead was visible in the header, but when the lead was pulled, it came out of the header. This was repeated on two occasions with the set screw tightened, but it did not appear to fasten the lead. After the third attempt, it appeared to fasten the lead. Device checks were performed with normal impedances, sensing and thresholds, but noise was seen on the right ventricular (rv) lead electrogram. The physician decided to replace the device with a new device given the issue with the set screw. No patient complications have been reported as a result of this event.